Event description:
On 8/24/99, the facility's materials mgr informed the MFR's rep of the following: the surgeon attempted to implant the device, but it did not work properly. Another device was obtained and implanted without further difficulty. When asked what was meant by the device did not work properly, she could not answer and connected the MFR's rep to the facility's cs tech. The facility's cs tech stated that the surgeon attempted to attach the catheter to the device. When he slid the metal ring over the silicone sleeve, the silicone sleeve split. The device was scheduled to be returned to the MFR for analysis. No further details were provided.